Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 250 mg/dl. The customer declined to do troubleshooting and wants replace insulin pump. The customer was advised that in order to replace pump she must do troubleshooting and customer understand. The customer was advised that we will ship replacement pump and asked to return the product.

Manufacturer narrative:
The pump failed the displacement test due to an out of phase motor encoder signal. Unable to perform the excessive no delivery test due to the motor anomaly. The pump had minor scratches on the lcd window.